Event description:
It was reported that there was a separation between the main body and the twist clamp of the minicap transfer set. The twist sleeve could not be tightly engaged with the main body. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a separation between the main body and twist clamp caused by broken occluder leg was observed. The reported condition was verified. The cause of the damage could not be determined, however potential causes of occluder foot damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.